Event description:
It was reported the xenon light source front panel is blinking. The issue occurred during an esophagogastroduodenoscopy and colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
During troubleshooting with tac, the customer was asked to remove the main lamp and try to turn on the emergency lamp, but it did not come on at all. It was concluded that the emergency lamp had burned out and it would need to come in for repair. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. It was also observed during the device inspection, that the xenon light source also exhibited a scope detection slide that didn't function and a burnt out emergency lamp that needed to be sent in for repair. Based on the results of the investigation, it is likely the following led to the malfunction of the blinking front panels: the lock mechanism and the scope slide did not function. It is likely the following led to the malfunction of the non-functioning scope detection slides: a faulty scope socket with corroded pins. However, the root cause of the malfunction could not be determined. Olympus will continue to monitor field performance for this device.